Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the incorrect bolus pump setting had been entered upon setting up the pump. Tandem technical support assisted the customer with adjusting the bolus setting. Blood glucose was 265 mg/dl.